Manufacturer narrative:
This case was initially received via regulatory authority (agemed, reference number: (B)(4)) on (B)(6) 2020. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('pelvic pain') in a 47-year-old female patient who had essure inserted. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (on (B)(6) 2019 a laparoscopy was performed with removal of both devices without incidents.). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter provided no causality assessment for pelvic pain with essure. The reporter commented: essure devices were implanted on (B)(6) 2017 with correct placement confirmed on subsequent ultrasound. The patient came to our centre requesting removal of the devices due to pelvic pain radiating to lower limbs since implantation of the devices. Physical examination was normal except for pain on uterine palpation. An ultrasound was performed that showed correct positioning of the devices. On (B)(6) 2019, a laparoscopy was performed with removal of both devices without incidents. Pending outpatient appointment to check progress. Diagnostic results (normal ranges are provided in parenthesis if available): physical examination - on an unknown date: was normal except for pain on uterine palpation. Ultrasound scan - on (B)(6) 2017: correct placement of essure after implantation; on an unknown date: showed correct position of essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (agemed, reference number: (B)(4)) on 30-jan-2020. The most recent information was received on 25-mar-2021. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('pelvic pain') in a 47-year-old female patient who had essure inserted. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (on (B)(6) 2019 a laparoscopy was performed with removal of both devices without incidents.). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter provided no causality assessment for pelvic pain with essure. The reporter commented: essure devices were implanted on (B)(6) 2017 with correct placement confirmed on subsequent ultrasound. The patient came to our centre requesting removal of the devices due to pelvic pain radiating to lower limbs since implantation of the devices. Physical examination was normal except for pain on uterine palpation. An ultrasound was performed that showed correct positioning of the devices. On (B)(6) 2019, a laparoscopy was performed with removal of both devices without incidents. Pending outpatient appointment to check progress. Diagnostic results (normal ranges are provided in parenthesis if available): physical examination - on an unknown date: was normal except for pain on uterine palpation. Ultrasound scan - on (B)(6) 2017: correct placement of essure after implantation; on an unknown date: showed correct position of essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2021: no new clinical information received, update to imdrf/FDA codes only. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (agemed, reference number: (B)(4)) on 30-jan-2020. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure inserted. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (on (B)(6) 2019 a laparoscopy was performed with removal of both devices without incidents). At the time of the report, the pelvic pain outcome was unknown. The reporter provided no causality assessment for pelvic pain with essure. The reporter commented: essure devices were implanted on (B)(6) 2017 with correct placement confirmed on subsequent ultrasound. The patient came to our centre requesting removal of the devices due to pelvic pain radiating to lower limbs since implantation of the devices. Physical examination was normal except for pain on uterine palpation. An ultrasound was performed that showed correct positioning of the devices. On (B)(6) 2019, a laparoscopy was performed with removal of both devices without incidents. Pending outpatient appointment to check progress. Diagnostic results (normal ranges are provided in parenthesis if available): physical examination on an unknown date: was normal except for pain on uterine palpation. Ultrasound scan on (B)(6) 2017: correct placement of essure after implantation; on an unknown date: showed correct position of essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.